Event description:
Post-op failure. It was reported that the patient had pain in the right knee. The tip of the bio- transfix was found to be floating in the knee. Revision surgery needed.no further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided; therefore device history record review could not be performed. The implant was in place for about 16 months. Absorption of biodegradable implants begins at implantation as a result of normal hydrolysis of the implant. Bioabsorbable implants are designed with material properties required to maintain necessary properties throughout the healing process under normal patient conditions. The root cause for this event is undetermined but the most likely cause is that the implant may have cracked or broken when it was initially inserted and may have gone unnoticed by the surgeon. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.